Manufacturer narrative:
According to the complainant the device will not be available for investigation because it was discarded. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed and the product lot met all acceptance criteria. Locked down smartphone: lockdown omnipod software app version: 4.0.2 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: dexcom g7 please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
The patient reported they had been transported to the emergency room (ER) with diabetic ketoacidosis (dka) via ambulance on (B)(6)2026. The patient's blood glucose levels reached 678 mg/dl while wearing the pod longer than 48 hours on their abdomen. Symptoms reported include dehydration. The patient was treated with 3.5 bags of intravenous fluids (IV). The pod was discarded in the ER. The patient was discharged the same day (B)(6)2026.